Event description:
It was reported that the user experienced hyperglycemia after reconnecting to the ilet following a hospital stay unrelated to glucose management. Continuous glucose monitoring readings were reported to have risen to 380 mg/dl, and the pump was reported to have entered bg run mode after a ¿replace sensor¿ and ¿unable to proceed¿ alert occurred during tubing fill attempts. The user was reported to have experienced elevated blood glucose without acute complications. As an outcome, subcutaneous insulin pens were reportedly used as back-up therapy, and glucose levels were subsequently reported to have stabilized after guided reconnection to the device and replacement of supplies. The investigation reportedly included phone-based troubleshooting of infusion supplies and the tubing fill process, confirmation of insulin delivery, continuous glucose monitoring troubleshooting, and shipment of replacement infusion supplies. Investigation of the case revealed reported initial supply issues and an interrupted tubing fill process associated with continuous glucose monitoring sensor failure and a setup alert. After full supply replacement, reconnection to ilet mode, and completion of sensor setup, device function was restored and glucose levels were reported to have stabilized. Based on previously established findings for similar reports, the cause of the event was concluded to be unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.